Event description:
In 2002 the end-user called disetronic and stated that they were in hosp indefinitely and have been there for two days due to infection at two infusion sites. On 1/13/2003 maersk medical a/s received the complaint, no sample returned.